Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range shock impedance measurement. The patient was seen in clinic and high measurements were recreated with pocket manipulation. An invasive procedure was performed. The lead was tested numerous times with acceptable measurements. The device implanted with this lead was replaced and a new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service without additional complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.